Event description:
It was reported that the new device could not be interrogated. The device was tested using multiple programmers but failed to interrogate the device. There was no patient involved.

Manufacturer narrative:
The reported event of ¿rf telemetry, none¿ was confirmed. Device interrogation using a merlin programmer indicated that the rf telemetry was disabled. This is due to hardware error code reset that has occurred from telemetry interruption. The telemetry interruption is consistent with user error during communication with the device. The product code was reloaded to restore the rf telemetry function. Electrical testing revealed normal device characteristics with battery voltage near bol. The rf telemetry was stable and normal throughout the entire testing of the device.